Event description:
Health professional reported right side rupture, nodular sclerosing lymphoma and capsular contracture of bilateral breast implant patient. This is for the same patient reported under mrf # 2024601-2014-00038.

Manufacturer narrative:
This event was initially submitted via (B)(6) with the term codes seroma, cancer, and rupture. The adverse event term code of seroma was removed as medical records provided no diagnosis of seroma. Update to our safety data base notes that for the reported event of cancer, the term code has been changed from cancer to lymphoma, due to increased specificity. Device labeling for silicone breast implants addresses as follows: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation..." Device labeling reviewed: there were no reported events of lymphoma/ alcl, for patients in the core study in the labeling for silicone implants.